Event description:
It was reported that the system 9900 displayed 80% heat capacity and immediately shut down with communications error. This was during an extended procedure in cine mode. The system was allowed to cool briefly and then it was reinitialized. The procedure was completed without further incident. There was no adverse pt involvement reported. All pt info reported has been recorded in section a of this report.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The system was tested and found to be working as intended and placed back into service. Rep made suggestions in procedure/technique to delay the system from reaching 80% heat capacity.